Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was significantly affected, reading as "high" without a specific value provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.